Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: a sealed box product code j214 was returned for analysis with the film intact. Upon initial inspection of the box received no external damages were observed and the film and the seal area were observed to be intact. In addition, the cardboard box was noted with the tab broken. The torn tear tab defect observed during the visual assessment has been correlated to the manufacturing process. Based on the information currently available, the torn tear tab was identified during the investigation of the sample received. This product issue will be addressed through quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional information was requested, and the following was obtained: was there any hole, tear, or puncture on the inner foil packaging ? No. Was the inner foil packaging seal open or incomplete ? We can't see because the outer plastic package remain sealed. How many units were affected due to compromised packaging? Entire box. Please provide photos of the compromised packaging. No photo but send back the complaint product. Which part of the packaging was damaged: shipping box, internal packaging, etc.? The box. Do you believe this is a result of damage during shipping, or a manufacturing error? Unknown. Is the sterility of the device compromised? Could be possible. Did this issue contribute to any patient adverse event? No. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. Before use on the patient, it was reported that there had been a defect with the packaging. Upon initial inspection of the box received no external damages were observed and the film and the seal area were observed to be intact. In addition, the cardboard box was noted with the tab broken. The torn tear tab defect observed during the visual assessment. There were no patient consequences reported. No additional information was provided.